Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1gf35, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that the device was working perfectly and was providing stimulation and relief and then for no reason at all stimulation was not felt and symptoms quickly returned. There was no falls or bumps to the device were noted after asking several times. Patient went to the office and then was referred to field representative to diagnose problem. The device had high impedances on all electrodes and was referred back to doctor for proper intervention. Surgical intervention to remove and replace device was done. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
The initial MDR was filed as manufacturer¿s report# 3007566237-2017-03866. Based on additional information received, the correct manufacturing site was # 3004209178. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.

Manufacturer narrative:
Analysis of implant revealed that returned device passed all functional testing in the laboratory and no anomalies were identified. Analysis of lead revealed that there were normal impedance on all electrodes. If information is provided in the future, a supplemental report will be issued.

Event description:
Implant and lead were evaluated.